Event description:
Patient had increasing arm painand numbness. Date of implantation january 30, 2018. Patient was a 2-level ide patient and had rwo (2) size 2-4 discs implanted at c5-6 ad 6-7. Both discs were removed (B)(6) 2021